Manufacturer narrative:
The insulin pump had a cracked case at the reservoir tube window corners, cracked battery tube threads, a broken belt clip slot, and minor scratches on the display window. No broken pieces were noted on the battery compartment and no crack was noted on the reservoir tube window.

Event description:
The customer reported via phone call that they had cracks on the battery compartment and the small window of the reservoir compartment of the insulin pump. Customer stated that they were also hospitalized due to a heart attack and the pump was dropped at the hospital. Customer stated that they have been in the emergency room about 8 times in the last year. Customer does not believe that the cracks are life threatening. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.